Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented as being symptomatic after receiving multiple therapies from their implantable cardioverter defibrillator (ICD). The patient was admitted into the hospital and an interrogation revealed the ICD had experienced multiple power on reset (por) events with one of the events thought to be related to a power supply problem. There is concern of a potential arcing issue between the right ventricular (rv) lead and the ICD can and the lead is ¿possibly defective.¿ due to the por events the wireless telemetry is no longer available, but wired telemetry remains available. The device was reset / reprogrammed and eventually the device and rv lead were extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Analysis of the device memory was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.